Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgement was not confirmed; however, stent damage was noted. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the stent implant dislodged from the 3.0x28 mm xience v balloon when the protective sheath was removed. There was no resistance reported during removal of the protective sheath. The stent implant was found inside the protective sheath. The device was not used on the patient. A new stent delivery sytem was used to complete the case. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.